Event description:
Pump noted to be slow infusing. Did not infuse at set rate. Pump sent to biomed for testing. Test results found pressure plate out of spec; found to be infusing at 10% lower rate than set.